Manufacturer narrative:
This follow up report is being filed to relay additional information. Device was evaluated and the reported event was not confirmed. Visual inspection of the returned device revealed dents, gouges and fracture on the medial side of the post which is synonymous with use during product¿s life cycle. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required.root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional fractured during sterilization.